Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion in the mid right coronary artery with mild calcification. A 3.50 x 48 mm xience xpedition stent delivery system (sds) was advanced; however, failed to cross the lesion due to the patient anatomy. On removal of the sds without force, resistance with the anatomy was met and a proximal shaft separation occurred. The distal part of the device was simply manually removed. An unspecified device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was returned for analysis. The reported material separation was confirmed. The reported failure to advance and difficult to remove could not be replicated in a testing environment as they are related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with the calcified and minor tortuosity of the lesion causing the reported failure to advance. The device met resistance with the anatomy causing the reported difficulty to remove. Handling and manipulation of the device during attempted advancement and difficult removal likely caused the reported material (proximal shaft) separation. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.